Event description:
It was reported that the femoral impaction pad broke when struck. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual inspection of the returned device shows that the device is fractured and all pieces were returned. Further analysis of the fractured surface states that the fracture in the impactor pad is consistent with overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.